Event description:
It was reported that customer experienced a software error alarm. Alarm not received while priming. No further information provided.

Manufacturer narrative:
Pump passed self test. No a52 alarm noted. Pump unable to prime during prime/a33 test due to faulty fsr (gold). Pump received with cracked battery tube threads, reservoir tube lip, display window corner, and scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)